Manufacturer narrative:
Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of antiphospholipid syndrome, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported that a patient experienced "had swelling on the right side of the face (cheekbones and cheeks)" approximately one month after treatment with [unspecified] juvéderm® voluma¿. The patient has antiphospholipid syndrome, deemed not device related and is taking anticoagulants.

Event description:
Additionally, healthcare professional (hcp) reported event resolved.